Event description:
It was reported that the device had error codes a116 and a017. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy and biphasic pcb assemblies and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.